Event description:
On (B)(6) 2011, the patient's mother reported the patient used a different infusion set type for the first time last night and received an e4 (occlusion) error on the infusion device while bolusing. He cleared the e4 and placed the infusion device back in run mode. He woke up the following morning and his blood glucose measured 400 mg/dl. His target blood glucose range is 100-120 mg/dl. He attempted to bolus 12.6 units of insulin and e4 was displayed after 2.0 units were delivered. The mother injected insulin via syringe to lower the patient's blood glucose. The insulin cartridge, infusion site and tubing were changed on (B)(6) 2011. The mother stated insulin was "foaming" around the tip of the insulin cartridge at the luer connection and she believes this caused the e4. To troubleshoot, the patient disconnected from the site and primed, and e4 displayed. The patient changed the infusion tubing and primed, and e4 displayed. The mother removed the protective cover from the cannula and primed and insulin dripped from the infusion tubing and then e4 displayed. She stated insulin was "pooling" around the luer connection. She changed the adapter and primed and e4 displayed and insulin was pooling at the luer connection. She changed the infusion tubing and e4 and pooling recurred. The patient was out of insulin cartridges. The patient will use injection therapy until product arrives. Upon follow up on (B)(6) 2011, the mother stated the new insulin cartridges resolved the issue. The patient did not require treatment from a health care professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.